Event description:
Manufacturer's representative reported pump had rotated 180 degrees with dislodged catheter that required surgical intervention. Follow-up with hcp revealed the pump for this patient was implanted over pt's hip instead of the usual abdominal sites and the pump tended to move about when pt walked. Patient had also had an unfortunate event at the time of implant - some excess bleeding had occurred and the poket's secure fit seemed to be altered also causing excessive movement of the pump. Symptom experienced by the patient was pain that was out of control in spite of increasing the pump dose - no withdrawal symptoms reported. The pump was found to be turned over and could be manually returned to correct position but there was no csf returned from the port. An xray showed the catheter was out of position. At surgery the catheter was found to be twined all around the pump. The pump and catheter have been revised. Since the procedure, the patient has had good pain relief and is doing fine.